Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole on the lcfa and 8f sheath hole on the rcfa prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, three proglide devices had a cuff miss on the lcfa. The pre-close technique was aborted on the lcfa and hemostasis was achieved via manual compression. The suture of one proglide device was successfully pre-placed on the rcfa. Reportedly, a second proglide was attempted but a cuff miss occurred. The suture of a new proglide was successfully pre-placed. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures on the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.